Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the unit gives backup alarm fault. The field service engineer (fse) found that the power cable must be replaced, because it does not comply with the established values of electrical safety. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested a repair service. The field service engineer (fse) evaluated the unit. Both filters are changed; air inlet and fan. The power cable must be replaced, because it does not comply with the established values of electrical safety. The (fse) confirmed that the unit fails to activate the second backup alarm due to a cpu error. It must be replaced. This is pending repair completion. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, MDR#2031642-2022-01644 was reported in error. The field service engineer (fse) reported that when the device is turned on power on self-test (post), an alarm pops up giving the error ¿back up alarm fault¿. Therefore, this complaint no longer meets reportability requirements.